Event description:
It was reported that the stent graft failed to deploy. Reportedly, the procedure included treatment of a pseudoaneurysm in a fistula in the pt's left thigh. The physician cannulated the vessel and advanced the device sheathless. While attempting deployment, only 1 cm of the stent graft deployed. The physician attempted to complete the deployment, but the stent graft would not deploy. The physician removed the device without any difficulty and completed the procedure with another stent graft. There was no report of injury to the pt.

Manufacturer narrative:
The lot history records have been reviewed with special attention to manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The event investigation is currently underway.